Event description:
Reported by the complainant as follows... Client admitted in 2007 with sepsis due to gangrenous ( r ) foot/osteomyelitis. A debridement and then ( r ) bka was done on the same day and she was placed in ICU. She developed necrotizing fasciitis in ( r ) thigh and an ( r ) aka was done six days later. She has hx of c diff with diarrhea so an fms was placed per instructions four days later. She was bed bound; and on a vent in ICU. Twenty-two days later, the nurse doing her peri-care noted a large blood clot at anal opening and removed the fms. Client then had bleeding via rectum and was taken for a colonoscopy. It was first thought the blood was mid descending colon, but it was determined that was blood flowing retrograde to the actual arterial rectal bleed. Report indicates client underwent an angio to embolize with coils and gel foam and was sent back to ICU where she remained on a vent. Her bleeding times had been stable until that day. She has had recurrent bleeding x one since 2007, requiring more gel foam. She remains intubated in ICU.

Manufacturer narrative:
Reported to the FDA on june 27, 2007.